Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant attempt, the physician had difficulty extending the lead helix after multiple placement attempts. The lead was removed and successfully replaced.